Event description:
A facility reported a cerelink sensor (ID: 826850) was successfully implanted on (B)(6) 2025. After implantation, when moving the patient to the bed, the cerelink picture froze and they only saw a wrong icp number and no waveform. Medical staff tried to switch the monitor and the cable but still no connection, therefore, the patient was taken again to operative room to have the sensor removed and replaced on (B)(6) 2025.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink icp microsensor was returned for evaluation: DHR - lot 7503659 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was confirmed: catheter and internal wires crimped 48cm from connector end. Bends and thinking residue along catheter body. Icp express = zeroing error, cerelink monitor - inacceptable. No further testing. Root cause - based on the failure analysis, the complaint was confirmed by the supplier. The possible root cause for the issue reported by the customer could be due to the crimped internal wires, as some could possible be fractured due to the crimp.